Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, patient presented with following pre-op diagnoses: degenerative spondylolisthesis l4-5. For which, patient underwent following procedures: bilateral posterolateral fusion, l4-5 with pedicle screw instrumentation using local bone, bone marrow aspirate allograft and rhbmp-2/acs. Under the same anesthesia the patient had l4-5 lumbar decompression. Per op notes, surgeon took rhbmp-2/acs and placed them inside the facet joints and along the transverse processes l4, l5 and placed the bone graft on top of the sponges. Once surgeon put the first layer of bone down over the rhbmp-2/acs, we then placed the rods into the polyaxial heads and loosely tightened the inner screws and placed addition rhbmp-2/acs and additional bone graft on both sides. On the right side it was local bone autograft and on the left side it was allograft. Patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2. On same day, patient also presented with following pre-op diagnoses: bilateral lateral recess and foraminal stenosis l4-5 with compression of the descending and exiting l4 and l5 nerve roots with an associated degenerative spondylolisthesis and degenerative disk disease with facet arthropathy. For which, patient underwent following procedures: microlumbar laminotomy l4 bilaterally with partial removal of the inferior portion of the l4 lamina, proximal foraminotomy at l4-5 for a decompression of the descending and exiting l4 nerve roots bilateral (microscope, micro instruments required). Microlumbar laminotomy of l5 with partial removal of the superior portion of the l5 lamina, medial fasciectomy, proximal foraminotomy at l5-s1, bilateral (microscope, micro instruments required). Patient MRI study shows a degenerative spondylolisthesis, grade 1, at the level l4-5. There is a degenerative disk associated with a small disk protrusion. There is marked degeneration of the facet joint noted at the level l4-5. This produces proximal foraminal and lateral recess stenosis. She has milder degrees of degenerative changes localized to other levels. Patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2006: patient got discharged.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.